Manufacturer narrative:
The unit was received with a blank display due to a faulty component on the motherboard. There was no oscillation on the motherboard. The functional testing could not be performed due to the display anomaly. The unit was received with minor scratched lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump went blank during a bolus attempt. The patient's blood glucose at the time of incident was 276 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.